Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the hub port was detached during the process of gathering blood from the central vein distal lumen". No patient injury or complication reported. The device was removed. No delay in therapy. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, 4-lumen cvc catheter for analysis. Signs-of-use in the form of biological material was observed on the distal extension line. Visual analysis revealed that the distal luer hub was separated from the lumen. The luer contained remnants of extrusion within the hub. The catheter body total length measured 217mm, which is within the specification limits of 207mm-227mm per the catheter graphic. The distal extension line outer diameter measured 2.15mm, which is within the specification limits of 2.13mm-2.21mm per the extension line extrusion graphic. The distal extension line inner diameter measured 1.45mm, which is within the specification limits of 1.42mm-1.50mm per the extension line extrusion graphic. A leak test was performed on the proximal, medial 1, and medial 2 lines. No leaks or anomalies were observed. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. The catheter met all relevant dimensional requirements and a device history record review was performed based on sales history with no relevant findings. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
The complaint is reported as: "the hub port was detached during the process of gathering blood from the central vein distal lumen". No patient injury or complication reported. The device was removed. No delay in therapy. The patient's condition is reported as fine.